Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, it was reported that the right eye was perforated.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Additional information has been requested. (B)(4).

Event description:
Hospital staff representative reported a corneal perforation on a patient's eye during laser assisted surgery. Arcuate incisions/corneal (full cut) perforation occurred. The surgeon had to suture these incisions. Additional information has been requested.

Manufacturer narrative:
A company representative visited the site to evaluate the system and found it to meet specifications. A variety of factors including patient ocular history, user defined settings and movement during surgery could have contributed to the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, vision is reported to be satisfactory. Patient was discharged as planned.